Event description:
The hcp clarified that the patient recovered without sequelae on (B)(6) 2016.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient felt paresthesia but there was no pain relief anymore due to the therapy. No actions were taken but the event resulted in hospitalization. It was noted the event was related to the device or therapy but not due to the procedure or programming. Most recent interrogation prior to event was (B)(6) 2016. The cause remained unknown. The event resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included explanting and not replacing because there was no more pain relief, despite adequate stimulation, it was decided to explant the system.